Event description:
Review of the patient's vns programming and diagnostic history found that a partial programming event occurred on (B)(6), 2012. Final interrogation in the morning showed the normal and magnet output current at 0ma, which appears unintended. The settings were not corrected until 4 hours later.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the initial MDR correctly indicates that the device settings were corrected 4 hours after the event occurred, however the times listed for when the interrogation/programming events occurred are inaccurate.